Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that a back up implant will need to be utilized due to the patient having an infection.

Manufacturer narrative:
Additional information: h6. Correction: d3, g1. It was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. The reported event could not be confirmed, since no evidence of the infection, e.g. Lab results, could be provided. The sales rep was contacted but could not provide additional details regarding the infection. A review of the implant¿s device history revealed no deviations, and a stryker microbiology specialist found no issues with sterilization, cleanroom environment, or packaging; consequently, stryker¿s medical expert concluded that the device did not cause the infection (see communication log). Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.